Event description:
It was reported that this event occurred in the anesthesia dept during insertion of the swg into the pt's right jugularis interna. The user stated that the swg "broke" during the insertion process. This resulted in the tip of the swg remaining in the pt. As a result, vascular surgery was performed to successfully remove the retained tip of the swg from the pt. There was no delay, harm, complication, or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).